Event description:
It was reported to medtronic minimed that the customer experienced battery cap metal piece broken and frequent battery changes. The customer reported no adverse event. The event involved product(s) mmt-1884. Troubleshooting was performed. Customer reported battery cap damaged, lost, or requesting a spare. Customer reported a short battery life or a low battery alarm. No harm requiring medical intervention was reported. It was unknown whether the customer will continue to use the insulin pump or not. No product return is required for mmt-1884.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
The pump was received with the battery cap missing the metal contact. Installed a battery cap and continued testing. The pump passed the sleep current measurement, active current measurement, and self test. The trace and history files were successfully downloaded using thump. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Battery cycle 4 received the lowbatteryalert (104) on (B)(6) 2025 19:26:00 after more than 7 days at 16.51 days. Battery cycle 3 received the lowbatteryalert (104) on (B)(6) 2025 19:19:01 after more than 7 days at 21.17 days. Battery cycle 2 received the lowbatteryalert (104) on (B)(6) 2024 12:22:00 after more than 7 days at 17.58 days. Customer did not experience an unexpected power loss of less than 7 days per the pump history records. The pump was cut open for a visual inspection. No evidence of damage or moisture damage noted on the electronic assembly (pcba 1 and pcba 2), motor, or force sensor noted. A p-cap locks into place inside the reservoir compartment properly. The following were noted during a physical inspection: scratched case, pillowing keypad overlay, cracked select button keypad overlay, stained keypad overlay, missing display window cover, damaged serial number label (stained, faded, peeling), cracked battery compartment at the corner of the belt clip rails, and cracked battery tube threads. The frequent battery changes (low battery life) complaint is not confirmed. Battery cap damage (missing the metal contact) complaint is confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.